Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, upon interrogation the pulse generator exhibited an error message egm invalid. Rebooting the programmer did not resolve the issue. No additional information was available. No patient symptoms were reported.